Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt anastomosis within the moderately tortuous and moderately calcified vessel. A 4.0 x 40, 40cm mustang balloon catheter was advanced for pre-dilation. When the balloon was initially inflated at 10 atmospheres for 30 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different size balloon catheter. There were no patient complications nor injury reported.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device identified a complete circumferential tear on the balloon 13mm proximal from the proximal edge of the distal markerband. Blood was evident on the balloon. No issues were noted with the balloon material. An examination of the markerbands identified no issues. A visual examination of the shaft identified no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in a shunt anastomosis within the moderately tortuous and moderately calcified vessel. A 4.0 x 40, 40cm mustang¿ balloon catheter was advanced for pre-dilation. When the balloon was initially inflated at 10 atmospheres for 30 seconds, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with a different size balloon catheter. There were no patient complications nor injury reported.